Manufacturer narrative:
An evaluation of the scd controller was performed and the customer states, ¿unit sparked". The unit was triaged and the reported issue could not be confirmed at this time; external and internal visual inspection found no signs of sparking, arcing, shorts, or burning smell. A test power cord was connected and unit was connected to test legs. Allowed unit to run for over two hours. No issues were observed during run. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.

Event description:
Customer reports that the scd unit was sparking.